Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Concomitant products included ibuprofen and ibuprofen (advil). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), procedural complication ("complications arose during the hysterectomy"), abdominal pain ("constant abdominal pain") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2016, total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved, the menstrual disorder, vaginal haemorrhage and abdominal pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, headache, menorrhagia, menstrual disorder, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events abnormal bleeding (vaginal), constant abdominal pain, essure confirmation test not done, headaches were added. Event onset date of the events and its outcome, product and reporter information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included menometrorrhagia and fibroids. Concomitant products included ibuprofen and ibuprofen (advil). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), procedural complication ("complications arose during the hysterectomy") and abdominal pain ("constant abdominal pain"). The patient was treated with surgery ((B)(6) 2016, total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, abdominal pain and migraine outcome was unknown and the headache was resolving. The reporter considered abdominal pain, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. New event added :migraines. Event abnormal bleeding (vaginal, menorrhagia) outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and procedural complication ("complications arose during the hysterectomy"). The patient was treated with surgery (total vaginal hysterectomy was performed due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and procedural complication to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), bradycardia ("complication during device removal: bradycardia") and atrial fibrillation ("complication during device removal: afib") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included menometrorrhagia and fibroids. Concomitant products included ibuprofen and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), 3 years after insertion of essure. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, bleeding)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), procedural complication ("complications arose during the hysterectomy"), abdominal pain ("constant abdominal pain"), bradycardia (seriousness criterion medically significant) and atrial fibrillation (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2016, total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved, the menstrual disorder, migraine, depression, anxiety, bradycardia and atrial fibrillation outcome was unknown and the headache was resolving. The reporter considered abdominal pain, anxiety, atrial fibrillation, bradycardia, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, essure removal was recommended but during hysterectomy doctor could not remove fallopian tube due to bradycardia and a-fib while attempting salpingectomy. Plaintiff was currently planning for essure removal. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received. Events per pfs: psychological or psychiatric problems condition: depression and mental anguish, bradycardia and afib were added, outcome of the event was updated. Amendment: the report was also amended on (B)(6) 2018 for the following reason: case correction done: ccc updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.